Manufacturer narrative:
The issue was not reported by the distributor to the MFR until a month after the incident. The lifter was inspected and found to have paint missing from the top of the scale housing where the "u" bracket was secured. This suggests that one of the two small bolts unscrewed previously and the movement between the scale and the bracket created friction during lifting. Loose wires were found exposed on the bottom of the scale housing, most likely the result of the scale being disassembled and reassembled incorrectly after initial production (i.e. By the customer). The scale detaching would not necessarily result in wires being pulled outside the housing. After the first bolt unscrewed (which was probably caused by incorrect reassembly of the scale), the lifting of pts would result in the unscrewing of the other bolt. The scale fell because the locknut on the threaded rod of the scale became disengaged. The issue concerns the locknut that attaches the scale to the boom. Three bolts secure that section and those bolts cannot be loosened at the same time. Signs of loose and/or missing bolts would have been very noticeable. The MFR cannot determine the exact cause of the incident. However, a safety advisory notice has been issued in response to the potential problem. The MFR reminded the distributor to notify them of incidents immediately upon becoming aware of the event. The MFR also notified the customer to have this and all similar units inspected and repaired by a qualified technician in accordance with the instructions in the safety advisory notice.

Event description:
The facility reports two cnas were present during the transfer of a resident from the bed to the chair. The resident fell onto the mattress; no injuries were sustained. The scale then fell from the lifter. The resident sustained a skin tear on her right arm.